Event description:
The patient reported the device system was implanted for occipital stimulation and location in the forehead and neck for headaches. The patient reported permanent facial nerve damage.